Event description:
It was reported that the balloon appeared to be fuzzy due to partial deterioration when the customer inflated the balloon before use. No patient complications or injury was reported.

Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. Neither the introducer nor the contamination shield were returned. Prior to decontamination, an unknown substance was found on the balloon. To avoid removing the substance, the catheter tip was not submerged in the decontamination solution. Heparin or adhesive-like transparent substance was observed on the balloon. The substance appeared completely cured and not viscous. All through-lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Upon further examination of the balloon, there appeared to be a substance on the surface of the latex and around the balloon bond site. This is a heparin coated catheter and adhesive is used to bond the balloon latex to the catheter. There were no occlusions found. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under 20x magnification and with the unaided eyes. The complaint of a substance on the balloon was confirmed. The sample was sent to chemistry for further analysis and identification of the substance. A supplemental report will be provided with the test results.

Manufacturer narrative:
Chemistry testing found the substance on the surface of the latex and around the balloon bond site showed similar absorption characteristics when compared to benzalkonium heparin-like material. Benzalkonium heparin is a normal part of the manufacturing process and this is not considered a product defect. No contamination was identified. A device history record review was completed and documented that the device met all specifications upon distribution.